Manufacturer narrative:
Received information that the power supply assembly has been discarded by the customer. No further investigation can be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed

Event description:
It was reported that the customer disconnected and reconnected the alternating current (ac) and the power supply sparked. The ventilator was not in use on a patient at the time the event occurred.